Event description:
Customer reportedly obtained a result of 83 mg/dl on the advantage system while unconscious. The paramedics performed a test immediately with a result in the 40s mg/dl on their system. Customer was treated, however, details were not provided. Customer was given juice once he was conscious. Within 5 minutes of the comparison, the customer tested 130-135 mg/dl on the paramedic's system. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.